Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture and exchange due to concern with product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, rupture and exchange due to concern with product. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles in the surface of the shell, crease flat, and an opening. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on posterior assessed to an unidentified (tear) opening. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Additionally, healthcare professional reported "concern with product." Device was explanted.